Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00164. The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
This complaint is from the clinical study. The angioguard's delivery and the stent placement were successful. Pre-dilatation (2.5mm balloon at 7atm and 4mm balloon at 7atm) was conducted. Post-dilatation (4.5mm balloon at 7atm) was also performed. Opimo (tokai medical, lot unk) and percusurge (medtronic, lot unk) were used for the procedure. During the procedure, the patient's blood flow stopped. After the blood around the target lesion was suctioned by aspiration catheter (thrombuster iii, kaneka) and the angioguard was removed from the patient body, the flow returned to normal. Debris was confirmed within the filter basket of the angioguard after removal. There was no neurological symptom on the patient and he is out of the hospital now. The patient was a male. The target lesion was left internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 80%.